Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: fns locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent osteosynthesis with fns implants. The surgery was completed successfully with more than 30 minutes. On (B)(6), the patient fell and had a subtrochanteric fracture. On (B)(6), the patient underwent revision surgery. In the revision surgery, fns implants were removed and tfna implants and cement were used. The fracture was the direction of the locking screw was slightly forward. No further information is available concomitant device reported: unknown antirotation fns screw (part# unknown, lot# unknown, qty 1). Unknown bolt (part# unknown, lot# unknown, qty 1). This complaint involves two (2) devices. This report is for (1) unk - screws: fns locking this report is 2 of 2 for (B)(4).